Manufacturer narrative:
Pump passed functional testings including displacement test, rewind basic occlusion, occlusion, prime/a33 and no delivery tests. The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. The insulin pump passed self-test and unexpected restart test. No unexpected error alarm or signal too low error alarm noted. No cosmetic damage noted. (B)(4).

Event description:
The daughter reported via phone call that the customer's blood glucose rose to 400 mg/dl. It was also found the customer received a low predicted alert, but the sensor did not alert the customer. The daughter also reported the customer's blood glucose ranged from 22 mg/dl to 400 mg/dl. The caller reported there was a 911 call on (B)(6) 2014 and (B)(6) 2015 for the customer's high blood glucose. The customer's blood glucose was over 600 mg/dl during both incidents. It was also found the customer was hospitalized on (B)(6) 2015 for low blood glucose. The customer's blood glucose was 22 mg/dl at the time of incident. The caller also reported the customer had a unexpected restart alarm and software error alarm on the insulin pump. Customer's last known blood glucose was 261 mg/dl. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump passed the delivery accuracy test.